Event description:
The trilogy o2 ventilator was returned to the manufacturer's service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury alleged or reported. During evaluation, an error code was noted in the device event log that indicates the internal battery was not charging. The power management printed circuit board assembly was replaced to address this issue. Additional findings not related to the malfunction/issue: as part of maintenance, trilogy o2 preventative maintenance 1 kit was utilized to complete preventative maintenance. The device passed final testing and was confirmed to operate properly.